Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coil was removed in two pieces / multiple coiled silver metallic fragments of varying diameter consistent with essure device') and pelvic pain ('pelvic pain/pain') in a 26-year-old female patient who had essure (batch no. 910507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, depression, otitis externa, osteopenia, paratubal cyst, fingers stiffness, cervical vertebra injury, pain neck, vasovagal reaction, tubal ligation, urinary tract infection, feeling unwell, bacterial vaginosis, anal fissure, low back strain, osteopenia, left lower abdominal discomfort, dexa scan, fever, nausea, appetite lost and ovarian cyst. Concomitant products included macrogol 3350 (miralax) for depression as well as ciprofloxacin, ciprofloxacin betain (cipro), ethinylestradiol;norgestimate (ortho-cyclen) since (B)(6) 2013, ibuprofen, ketorolac, levonorgestrel (mirena) from 2010 to 2012, metronidazole (metrogel) since 2013, nitrofurantoin (macrobid) since 2012, oxycodone hydrochloride;paracetamol (percocet), procaterol hydrochloride (pro-air), sertraline hydrochloride (zoloft) and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced migraine ("migraine/ headache") and headache ("headaches"), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and dental caries ("four cavity"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, migraine, headache, vulvovaginal pain and dental caries outcome was unknown. The reporter considered dental caries, device breakage, dysmenorrhoea, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: there were four coils coming from each tubal ostia at the end of the procedure. There were normal findings. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: CT pelvis findings:there is an irregular shaped hypo density with irregular enhancing wall in the right adnexa measuring 2.2 centimeters likely representing a recently ruptured right ovarian cyst. There is a small amount of free pelvic fluid. Prominent pelvic vasculature adjacent to the uterus is incidentally noted and was suggested on the previous examination. Bilateral tubal devices consistent with essure devices are noted.. Hysterosalpingogram - on (B)(6) 2013: the right side was obliterated but not the left side. Ultrasound scan - on (B)(6) 2013: intraoperative sonography reveals echogenic structures at the regions of the uterine cornua compatible with essure coils final surgical pathology report. Specimen 1right fallopian tube and essure device" is a 6 x 0.7 cm diameter fallopian tube. The serosal surface is smooth, red-brown and unremarkable. Sectioning reveals astellate non dilated lumen and a normally fimbriated end. Also in the container are multiple fragments of coiled silver metallic wire of varying diameter, a portion of which is covered in a plastic sleeve. These are consistent with essure device, but the completeness is indeterminate. Specimen 2 left fallopian tube and essure device" is a 6 x 0.7 cm diameter fallopian tube with smooth glistening red/purple serosa. Sectioning reveals a stellate non dilated lumen and a normally fimbriated end. Additionally, there is a pedunculated 0.7cm diameter cyst with a wall thickness of less than 0.1 cm and containing a thin straw colored fluid. Also received in the container are multiple coiled silver metallic fragments of varying diameter consistent with essure device. A portion if the metal is covered by a plastic sheath. Because of the fragmentation the completeness cannot be determined.. Concerning the injuries reported in this case the following events were confirmed in patients records: abdominal pain, headaches, dysmenorrhea (cramping) and following event was described in medical record- device breakage. Concerning the injuries reported in this case, the following one/ones were reported via social media: tooth cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new event tooth cavity and new reporter updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coil was removed in two pieces / multiple coiled silver metallic fragments of varying diameter consistent with essure device') and pelvic pain ('pelvic pain/pain') in a 26-year-old female patient who had essure (batch no. 910507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, depression, otitis externa, osteopenia, paratubal cyst, fingers stiffness, cervical vertebra injury, pain neck, vasovagal reaction, tubal ligation, urinary tract infection, feeling unwell, bacterial vaginosis, anal fissure, low back strain, osteopenia, left lower abdominal discomfort, dexa scan, fever, nausea, appetite lost and ovarian cyst. Concomitant products included macrogol 3350 (miralax) for depression as well as ciprofloxacin, ciprofloxacin betain (cipro), ethinylestradiol;norgestimate (ortho-cyclen) since (B)(6) 2013, ibuprofen, ketorolac, levonorgestrel (mirena) from 2010 to 2012, metronidazole (metrogel) since 2013, nitrofurantoin (macrobid) since 2012, oxycodone hydrochloride;paracetamol (percocet), procaterol hydrochloride (pro-air), sertraline hydrochloride (zoloft) and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2013, the patient had essure inserted. In june 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced migraine ("migraine/ headache") and headache ("headaches"), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, migraine, headache and vulvovaginal pain outcome was unknown. The reporter considered device breakage, dysmenorrhoea, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: there were four coils coming from each tubal ostia at the end of the procedure. There were normal findings. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on 04-nov-2013: CT pelvis findings:there is an irregular shaped hypo density with irregular enhancing wall in the right adnexa measuring 2.2 centimeters likely representing a recently ruptured right ovarian cyst. There is a small amount of free pelvic fluid. Prominent pelvic vasculature adjacent to the uterus is incidentally noted and was suggested on the previous examination. Bilateral tubal devices consistent with essure devices are noted.. Hysterosalpingogram - on 06-jun-2013: the right side was obliterated but not the left side.. Ultrasound scan - on 06-mar-2013: intraoperative sonography reveals echogenic structures at the regions of the uterine cornua compatible with essure coils final surgical pathology report. Specimen 1right fallopian tube and essure device" is a 6 x 0.7 cm diameter fallopian tube. The serosal surface is smooth, red-brown and unremarkable. Sectioning reveals astellate non dilated lumen and a normally fimbriated end. Also in the container are multiple fragments of coiled silver metallic wire of varying diameter, a portion of which is covered in a plastic sleeve. These are consistent with essure device, but the completeness is indeterminate. Specimen 2 left fallopian tube and essure device" is a 6 x 0.7 cm diameter fallopian tube with smooth glistening red/purple serosa. Sectioning reveals a stellate non dilated lumen and a normally fimbriated end. Additionally, there is a pedunculated 0.7cm diameter cyst with a wall thickness of less than 0.1 cm and containing a thin straw colored fluid. Also received in the container are multiple coiled silver metallic fragments of varying diameter consistent with essure device. A portion if the metal is covered by a plastic sheath. Because of the fragmentation the completeness cannot be determined.. Concerning the injuries reported in this case the following events were confirmed in patients records: abdominal pain, headaches, dysmenorrhea (cramping) and following event was described in medical record- device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coil was removed in two pieces / multiple coiled silver metallic fragments of varying diameter consistent with essure device') and pelvic pain ('pelvic pain/pain') in a (B)(6) year-old female patient who had essure (batch no. 910507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, depression, otitis externa, osteopenia, paratubal cyst, fingers stiffness, cervical vertebra injury, pain neck, vasovagal reaction, tubal ligation, urinary tract infection, feeling unwell, bacterial vaginosis, anal fissure, low back strain, osteopenia, left lower abdominal discomfort, dexa scan, fever, nausea, appetite lost and ovarian cyst. Concomitant products included macrogol 3350 (miralax) for depression as well as ciprofloxacin, ciprofloxacin betain (cipro), ethinylestradiol;norgestimate (ortho-cyclen) since (B)(6) 2013, ibuprofen, ketorolac, levonorgestrel (mirena) from 2010 to 2012, metronidazole (metrogel) since 2013, nitrofurantoin (macrobid) since 2012, oxycodone hydrochloride;paracetamol (percocet), procaterol hydrochloride (pro-air), sertraline hydrochloride (zoloft) and sulfamethoxazole; trimethoprim (mortin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced migraine ("migraine/ headache") and headache ("headaches"), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, migraine, headache and vulvovaginal pain outcome was unknown. The reporter considered device breakage, dysmenorrhoea, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: there were four coils coming from each tubal ostia at the end of the procedure. There were normal findings. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: CT pelvis findings:there is an irregular shaped hypo density with irregular enhancing wall in the right adnexa measuring 2.2 centimeters likely representing a recently ruptured right ovarian cyst. There is a small amount of free pelvic fluid. Prominent pelvic vasculature adjacent to the uterus is incidentally noted and was suggested on the previous examination. Bilateral tubal devices consistent with essure devices are noted. Hysterosalpingogram - on (B)(6) 2013: the right side was obliterated but not the left side. Ultrasound scan - on (B)(6) 2013: intraoperative sonography reveals echogenic structures at the regions of the uterine cornua compatible with essure coils final surgical pathology report. Specimen 1 right fallopian tube and essure device" is a 6 x 0.7 cm diameter fallopian tube. The serosal surface is smooth, red-brown and unremarkable. Sectioning reveals a stellate non dilated lumen and a normally fimbriated end. Also in the container are multiple fragments of coiled silver metallic wire of varying diameter, a portion of which is covered in a plastic sleeve. These are consistent with essure device, but the completeness is indeterminate. Specimen 2 left fallopian tube and essure device" is a 6 x 0.7 cm diameter fallopian tube with smooth glistening red/purple serosa. Sectioning reveals a stellate non dilated lumen and a normally fimbriated end. Additionally, there is a pedunculated 0.7cm diameter cyst with a wall thickness of less than 0.1 cm and containing a thin straw colored fluid. Also received in the container are multiple coiled silver metallic fragments of varying diameter consistent with essure device. A portion if the metal is covered by a plastic sheath. Because of the fragmentation the completeness cannot be determined. Concerning the injuries reported in this case the following events were confirmed in patients records: abdominal pain, headaches, dysmenorrhea (cramping) and following event was described in medical record- device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs and mr received : this case became incident. Previously reported injury nos was updated to more specified events as dysmenorrhea (cramping), headaches, migraines, pelvic pain/pain and vaginal pain. Event added from medical record- the coil was removed in two pieces / multiple coiled silver metallic fragments of varying diameter consistent with essure device. Lot number added, concomitant drugs added, medical history and lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.